Event description:
It was reported that during testing before use, the cs100 intra-aortic balloon pump (iabp) automatic inflation failed and other equipment was replaced. There was no patient harm or injury reported.

Manufacturer narrative:
A getinge field service engineer was sent to investigate. The fse replaced the 5000 hour maintenance kit to fix the issue. The unit was returned to the customer for use.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) automatic inflation failed and other equipment was replaced. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.